Manufacturer narrative:
Concomitant medical products: 3058l 3058 interstim urinary mgu ipg, implanted on (B)(6) 2019; 3889-28 interstim urinary mgu lead, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds as the lead was pulled high into the superior vena cava (svc) and had no slack. The lead was capped and replaced. No patient complications have been reported as a result of this event.